Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced all the batteries on the imaging system. They performed a system checkout and the system was working as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the first battery icon was flashing red. The system had been unplugged from the wall for a few weeks. The manufacturer representative had plugged it in the previous day and left it charging until the next day, but the battery icon still flashed red. No patient was present at the time of the event.